Event description:
It was reported that after implant the patient was not feeling well and returned to the doctor's office in (B)(6). The physician said the device was fine. The patient returned to his home country and the physician there found that the leads were reversed. The lead was explanted.